Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a visi pro 035 stent was used during an attempt to treat a proximal right renal artery lesion, characterized as a 95% stenosis with a (B)(6) calcified lesion, severe calcification, moderate tortuosity, and an approximately (B)(6) vessel diameter. Severe resistance was encountered when advancing the device, and the stent would not cross the lesion. The stent was removed to allow predilation, and a visible fracture was observed in the stent upon removal; the delivery catheter was also noted to be kinked in the same area. The stent had been inspected before entering the sheath with no abnormalities noted. The procedure involved use of a6 fr tour guide sheath and a 0.035 guidewire. The vessel was post-dilated using the balloon from the visipro to post-dilate and flare the proximal end of a stent, and the procedure was completed using a new stent device. No health consequences or impact were reported.